Manufacturer narrative:
(B)(4). For related report also see MDR #3010532612-2018-00059 and (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) the pump alarmed high pressure alarms. The alarms were received consecutively at initial start-up with 2 iabs therefore the md took the catheters out. The patient was scheduled for surgery. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "iab high pressure alarm" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: for related report also see MDR #3010532612-2018-00059 and (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) the pump alarmed high pressure alarms. The alarms were received consecutively at initial start-up with 2 iabs therefore the md took the catheters out. The patient was scheduled for surgery. There was no patient death, serious injury or patient complication reported.